Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): dtmc1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was exhibiting high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.